Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported blood glucose value of 545 mg/dl. The customer reported hyperglycemia which did not require treatment. Troubleshooting was declined by customer. The event involved product(s) mmt-7040a, mmt-381a, mmt-332a, mmt-1884l. It was unknown if customer was using the insulin pump within 48 hours of reported event and if auto mode feature was active at the time of reported event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-381a. No product return is required for mmt-332a. It was unknown whether the customer will continue to use the device. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1884l.

Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, self test, and dat at 0.0872 inches. Pump failed sleep current test, a test pcba 2 board was swapped out with original and pump passed. Problem isolated to pcba 2. Successfully downloaded history files and traces using thump. In further full review of the pump history on the event date of [13-dec-2024] unable to find the bolus daily delivery total or basal daily delivery total. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, and label damage(faded/stained/peeling). Alleged no communication between pump and transmitter not confirmed during testing. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. The pump failed sleep current measurement test, problem isolated to the pcba 2. Unable to verify customer allegation for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.